Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles experienced plungers that were loose/fell out/separated. The following information was provided by the initial reporter: customer mentioned that this is not the first time this has happened (she sent an email to report the old complaint), the other time it was many years ago, when checking the syringe she realized that it does not come with the vacuum that should come, between the plunger and the syringe. Who uses the material is her son who has diabetes since the age of 6 and today he is 33 but himself does the application, she only observed the deviation of the material. According to the customer, the syringes do not have the space after the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-21. H6: investigation summary: customer returned (2) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 0062085. Customer states that the syringes do not have the space after the cap. Both returned syringes were examined and both plunger rods were observed to be located at the 0 unit marking. The plunger rods should be located between the 0-5unit marking during manufacturing. No defects were observed on the returned samples. A review of the device history record was completed for batch# 0062085. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine needles experienced plungers that were loose fell out separated. The following information was provided by the initial reporter: customer mentioned that this is not the first time this has happened she sent an email to report the old complaint. The other time it was many years ago, when checking the syringe she realized that it does not come with the vacuum that should come, between the plunger and the syringe. Who uses the material is her son who has diabetes since the age of (b) and today he is (B)(6). But himself does the application, she only observed the deviation of the material. According to the customer, the syringes do not have the space after the cap.